Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. F information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's system was explanted due to an incision infection. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
No analysis was performed because the device met the risk-based analysis criteria. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) stating that explant of the ins with antibiotic therapy resolved the infection